Event description:
This info was received through literature article "percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts" published in eurointervention, 2012. It was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale. Seventeen months following implant, the pt underwent surgical closure of the defect due to a persistent shunt.

Manufacturer narrative:
The device is unavailable and therefore an engineering eval cannot be performed. The device lot number is unavailable and therefore, a review of the mfg records cannot be performed. Literature citation: heinisch c. Et.al. Percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts. Eurointervention 2012;8:717-723.